Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarms were noted. The pump also had a cracked case at the display window corners, minor scratches on the lcd window, and a stained end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 40 mg/dl. The customer took juice for treatment with low blood glucose. The customer was asked if she recalls any significant events leading to the alarm and said none. The customer was advised that the insulin pump will need to be replaced. The customer as advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.